Event description:
Trial neck (summit #6 std.) Disengaged from trial head. Hip could not be dislocated. Dr. Had to use osteotome to break trial head and liner to dislocate hips. Surgery was extented by 15 minutes.